Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review, the patient's left ventricular(lv) lead exhibited loss of capture and dislodgement. The lv lead was repositioned on (B)(6) 2019. The patient was stable.

Event description:
New information received stated that patient was not feeling well before presenting in-clinic on (B)(6) 2019 for timing optimization. Left ventricular(lv) lead non-capture was noted on (B)(6) 2019.